Manufacturer narrative:
Correction; h.6. (Patient code). ********************************** video provided by the customer observed fluid leaking from the pvc tubing to the inlet port of the drip chamber blood filter top cap. The root cause of this failure was not identified.

Event description:
It was reported that the tubing leaked. It was further confirmed during follow up, that there was no patient harm as a result of this event.

Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified. A: although requested, patient demographics were not provided.

Event description:
It was reported that the tubing leaked.